Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient was at their doctor's office today and they were seeing a maximum settings screen and the doctor could not resolve it either. The patient stated everything was working a couple weeks ago and they were on program 6 but it would not go over 1.9 and they were seeing a gold symbol maximum setting screen. The patient also mentioned seeing device not responding and then they repositioned the communicator and they were able to connect but then they saw the maximum settings screen, therapy could not be increased. The patient stated they were not changing the program. The issue was not resolved through troubleshooting. The patient stated they were told the manufacturer representative (rep) was only there on tuesdays and fridays and the patient couldn't wait. The patient stated they couldn't go crapping in their pants for three more days. The rep was emailed for visibility. Additional information was received from the patient. They called back and cited the letter they received. The patient was escalated from the start of the call and stated they didn't want any more letters sent to them as they had arthritis really bad in their hands and they couldn't write. The patient stated "nothing has changed" and they "still have the stimulator." The patient stated they had to spend 10 days in the hospital (patient did not allege the hospitalization was related to the device/therapy) and the stimulator was "a pain in the butt" because they kept needing mris while they were in the hospital so they kept having to go in and out of MRI mode. The patient stated they kept trying to reach out to their hcp but the hcp hadn't gotten back to them and they couldn't get a hold of the hcp. The patient stated this hcp put "3 (implanted systems) in me" and none of the implanted systems worked. The patient stated they didn't think it was the stimulators but rather it was the hcp because the hcp did all three. The patient stated both broke within a year and the hcp was telling them that it was their spine and that at one point when they went in for a follow up the hcp told them they "expected too much," and that they were "going to have accidents no matter what." The patient stated within five days of getting their most recent implant it wasn't working and their internist sent them for a CT scan on (B)(6) 2024 and that they met with the manufacturer representative (rep) in (B)(6) 2025 at the hcp's office and the rep was able to look at the CT scan and tell the patient that the implant itself was 'totally working" but it was "off" their spine. The patient stated "no wonder it wasn't working; it wasn't even attached to my spine! Not even five days and it already was off my spine and not working." The patient stated they knew they had thin bones but the hcp was claiming the cause of the three stimulators not working was due to their spine and no matter how many times they tried to call the hcp the hcp wasn't getting back to them so nothing had been done and there had been no resolution even though the hcp said they'd get back to them in a couple weeks and they never did. At their request, physician listings were sent to the patient so they could get a second opinion. The patient stated they were "done with it" and they w anted the implanted system "out." The patient was going to reach out to a new hcp to discuss next steps.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2zhgj, implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-mar-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.